Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had experienced multiple, intermittent high blood glucose (bg) levels (200-300s mg/dl) and a bolus via the pump was delivered to address the high bg. The customer did not know what was causing the high bg. As the events had occurred in the past, tandem technical support was unable to troubleshoot to determine a possible cause.